Manufacturer narrative:
Section d suspect medical device: the customer indicated the device involved was either an intellivue mx750 patient monitor (catalog # 866471) or intellivue patient monitor mx800 (catalog # 865240). As the exact part involved in unknown, the mx750 was used. E1 reporting institution: (B)(6). No device was returned for evaluation, and no device logs, screenshots, or other objective evidence were made available for review. As a result, no technical analysis could be performed. No product malfunction was alleged. Based on the limited information provided, the device appears to have been operating in accordance with its specifications. The reported issue is consistent with inadvertent user error, specifically the accidental deactivation of the invasive pressure parameter by the clinician. Given the absence of additional information or supporting data, no further investigation can be conducted at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
It was reported the nurse accidentally turned off the invasive pressure parameter for the patient's arterial line, leading to an unknown safety event. The customer was unwilling to provide further details and asked for a configuration change.